Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to crack on the lcd controller. Unable to verify missing segments or partial display anomaly due to flashing white lcd. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. The insulin pump had scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a partial display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the lcd display is also missing segments. The customer was advised that the device would be replaced and agreed to return the product for analysis.